Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. No unexpected button error alarms noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reports to have received a button error alarm. After battery change, insulin pump did not respond. Customer's blood glucose was 148 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided